Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that they were hospitalized for diabetic ketoacidosis. The customer was treated with manual shots. The caller did not provide any details of the hospitalization. The caller stated that they will call back with more information regarding the incident at a later time.